Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper was "improperly assembled" in the bd vacutainer® serum blood collection tube before use. The following information was provided by the initial reporter: "improper assembly. Customer found the stopper inside of hemogard was improperly assembled."

Event description:
It was reported that the stopper was "improperly assembled" in the bd vacutainer® serum blood collection tube before use. The following information was provided by the initial reporter: "improper assembly customer found the stopper inside of hemogard was improperly assembled.".

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for improper assembly with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and improper assembly was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.